Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented through merlin.net transmission with noise and low r-wave measurements. External electromagnetic interference or myopotential noise was suspected. Programming changes were recommended. Patient will be monitored with routine follow-up. No further information was available.